Manufacturer narrative:
Patient initials are (B)(6). The date of screw breakage and onset of pain is unknown. Additional product codes for this report include hwc. The date of the original implant procedure is unknown. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: a review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues. Manufacturing date: september 12, 2012 - expiration date: september 1, 2021. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4); part originally reported as: 456.482; corrected to: 456.482s. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2015 to remove a broken screw and additional hardware. Upon reporting to surgery, x-ray imaging revealed a non-union / mal-union in the sub-trochanteric region surrounding a trochanteric femoral nail (tfn- long), which was originally implanted on an unknown date at an unknown facility. The patient was revised on (B)(6) 2015 due to pain, a decreased range of motion, and non-union. The distal screw was also found to be broken. The nail, blade, and screw were all easily removed with no reported surgical delay. The femur was dual plated for stability. The procedure was completed successfully. This report is 1 of 2 for (B)(4).